Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report

Event description:
As reported to coloplast though not verified, medical records stated, blood in urine, urinary tract infection, dysuria, urge incontinence, nocturia, worsened incontinence, and inflammation were reported.

Manufacturer narrative:
H6 clinical code 1994 was applied to capture acute cystitis.

Event description:
Additional information received on february 2nd, 2021 indicated that between (B)(6) 2015 and (B)(6) 2019 the patient experienced back spasms, vaginal and lower back pain with walking, constipation, and progressive pelvic pain with exacerbation when urinating / passing stools. As previously reported, the patient underwent mesh excision on (B)(6) 2016. The surgery was a robotic assisted laparoscopic procedure to remove the mesh completely and lysis of pelvic adhesions. The patient also experienced urinary tract infection, positive for e. Coli, and klebsiella pneumoniae. The patient experienced acute cystitis. As of (B)(6) 2017, all vaginal and back pain had resolved since the mesh removal.

Event description:
(B)(6) 2015 - partial excision of sling. (B)(6) 2016 - revision surgery. (B)(6) 2016 - partial excision o mesh.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.